Event description:
A patient had undergone a posterior lumber fusion for pseudarthrosis with a competitor¿s implant. Thereafter, kyphosis progressed and the patient underwent an anterior lumber fusion at th10-l5. Intraoperative rapid culture examination revealed suspected infection, thus the procedure was changed to anterior fusion with autografting. After conducting bone grafting at l3/4, a pin was removed, then massive bleeding followed. Damage to somatic arteries was suspected. As astriction was unable, the bleeding was arrested with an ultrasonic scalpel. The surgical time was extended 16-30 minutes due to the incident.

Manufacturer narrative:
Product was returned. After visual review, no evidence was found that would suggest a defect in manufacturing of the instrument. Dimensional inspection of the oal and diameter confirm conformance to print specification. After visual and dimensional examination, the instrument appears to be capable of performing their intended function.

Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.